Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd solis pump was actively infusing a medication that was providing relief to the patient. The nurse changed the bag of medication and restarted the infusion, but the patient reported still being in pain the next morning. The cadd solis pca pump was discontinued and when the nurse went to waste the medication and noticed that the bag was never properly spiked. The reports indicated that the patient did press the button on the dose chord and the doses were documented. The biomed checked the tubing and found that it was clamped, but the pump never had a downstream occlusion or an air-in-line error. There was patient involvement and unknown patient harm/adverse event reported outside of pain.